Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s black tip broke off while trying to remove suture during procedure. The suture would not disgorge. It was out of the box failure. There was no injury caused to the patient and no medical intervention was required.